Event description:
It was reported that the patient had phrenic nerve stimulation. It was found that the right ventricular (rv) lead threshold had risen over time to high measurement. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products kdr701 implantable pulse generator (ipg) (B)(6) 2005; 4076 implantable pacing lead (B)(6) 2005. (B)(4).